Event description:
The customer contact reported in hole in the tubing; subsequently blood loss was noted. The tubing set was being used to deliver an unspecified solution. At an unspecified time, an alligator clip was connected to one of the prepierced ports. After an unspecified length of time in use, the customer reported the "port of tubing has a pinhole and when alligator clip removed backs up blood and squirts from hub." The volume of the blood loss was reported as less than 5 ml. There was no reported change in the patient's clinical status. No medical intervention was reported. Though requested, no additional information was provided including if the tubing set was replaced and if the therapy resumed.

Manufacturer narrative:
At this time, the customer will not be returning the device for investigation. If the device is received, a follow-up report will be submitted. The information on reprocessing of the device was requested; however, no response has been received. This report represents all the information known by the reporter upon query by hospira personnel. (B) (4).